Manufacturer narrative:
Additional information h4, h7, h9, d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the device gave an "invalid syringe size" alarm. No patient involvement- found during testing.